Event description:
It was reported that there was a loss of therapeutic effect. The reporter called to have the patient reprogrammed. The patient had pain in the low back and down her feet. The reporter stated that stimulation did not work the best after implant and now the patient felt like it was not doing anything. The date of the transition from ¿not the best¿ to ¿not at all¿ was unknown. There was not a 50 percent or greater reduction in symptoms. The cause of the event was not determined. Reprogramming was required. The patient stated that the spinal cord stimulation (scs) had not worked well since implant and had been reprogrammed several times. X-rays were done and showed that the leads had migrated down 1-2 leads of thoracic spine. Reprogramming did not help. The patient experienced a gradual loss of therapeutic effect and loss of stimulation. The patient had not recovered, symptoms/issues were ongoing.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (b)(6, ) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead.